Event description:
The customer reported that they received erroneous results for one patient sample tested for vancomycin. The sample initially resulted as 52.65 ug/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 52.26 ug/ml. The sample was then registered manually and repeated a second time on (B)(6) 2015, resulting as 8.71 ug/ml. The sample was repeated a third time on (B)(6) 2015, resulting as 8.71 ug/ml. The 8.71 ug/ml value was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number was 601138-01, with an expiration date of september 2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The calibration and controls were within range, thus a general issue with reagent and instrument can be excluded. The high result can not be attributed to either a contamination of the probe or a sample carry-over. The only possible explanation is a sample mismatch due to a customer handling error. The sample was registered manually and may have been assigned or placed on the wrong position of the sample rack.